Event description:
It was reported the patient experienced swelling and redness in his affected areas when his drg system was on. Follow up identified the patient's physician removed the patient's drg system.